Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock but was unaware that the shock occurred. The device had recorded the episode in latitude and the healthcare professional had called the patient to schedule the patient for a follow-up visit after reviewing the data. When asked about the episode, the patient indicated he did not feel the shock, just a sensation of heat in the device area. At the time of the event, the patient was turning on his radio while sitting on his bed, which is a task the patient performs every day. Troubleshooting consisted of the patient performing provocative maneuver, manipulation of device and lead, and recreating the movement performed to turn on the radio to try and reproduced the incident. Though, noise was not observed and was unable to be reproduced. Programming changes were made, smart charge feature was extended, and the sensing window was increased. Data analysis was performed, and boston scientific technical services observed an episode recorded in april 2020 for myopotentials movement artefact. There was poor r-wave with noise ratio and noise oversensed to the shock zone. The next recorded event was the inappropriate shock observed in march 2024. The plan is to continue monitoring the patient through latitude system and schedule routine follow-up. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock but was unaware that the shock occurred. The device had recorded the episode in latitude and the healthcare professional had called the patient to schedule the patient for a follow-up visit after reviewing the data. When asked about the episode, the patient indicated he did not feel the shock, just a sensation of heat in the device area. At the time of the event, the patient was turning on his radio while sitting on his bed, which is a task the patient performs every day. Troubleshooting consisted of the patient performing provocative maneuver, manipulation of device and lead, and recreating the movement performed to turn on the radio to try and reproduced the incident. Though, noise was not observed and was unable to be reproduced. Programming changes were made, smart charge feature was extended, and the sensing window was increased. Data analysis was performed, and boston scientific technical services observed an episode recorded in april 2020 for myopotentials movement artefact. There was poor r-wave with noise ratio and noise oversensed to the shock zone. The next recorded event was the inappropriate shock observed in march 2024. The plan is to continue monitoring the patient through latitude system and schedule routine follow-up. There were no additional adverse patient effects reported. The device and electrode remain in-service.